Event description:
The customer reported a leak that occurred during an insulin infusion and stated that the patient's glucose was not responding. The patient required extra finger stick glucose readings as a result. The tubing was changed and then the patient responded to the insulin drip. The customer swabs the top of the valve with alcohol and also uses a juicing technique for cleaning. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.